Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the tip from the forceps broke off in a pt's eye during the procedure. Current pt status is unknown. Additional information has been requested.